Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced button unresponsive, no delivery alarm, absence of alarm. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-398a, mmt-332a, mmt-1884l. Troubleshooting was performed and outcome was unknown. It was unknown whether the customer will continue use of the device. No further patient complications were reported. No product return is required for mmt-398a. Product return status for mmt-332a is unknown. No product return is required for mmt-1884l.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0877 inches. All buttons were tested for their functionality and all passed. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump delivered no bolus deliveries on the event date of (B)(6) 2025. Pump alarmed no relevant no delivery alarms on the event date of (B)(6) 2025. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Unable to verify customer¿s complaint for high bg¿s. Unresponsive buttons was not confirmed. No delivery/occlusion alarm was not confirmed during testing. Absence of alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-occluded, activation-keypad/button unresponsive, delivery anomaly-no delivery/occlusion alarm, alarm-audio/vibrate anomaly/absence of alarm. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-398a, mmt-332a, mmt-1884l. Troubleshooting was performed and customer reported an audio/vibrate anomaly, stuck button alarm customer reported a keypad anomaly , insulin flow blocked alarm. It was unknown whether the customer will continue use of the device. No further patient complications were reported. No product return is required for mmt-398a. Product return status for mmt-332a is unknown. No product return is required for mmt-1884l.